Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) could not be telemetered. It was further reported that the patient had a syncopal event. The ICD was removed and replaced.